Event description:
It was reported that intermittent occlusion alarms occurred. There was specific impact on blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.